Event description:
This was a peripheral case. The patient was moderately obese and no calcification, tortuosity, or scarring were noted. The initial access puncture was satisfactory. The patient had very tough skin. As a result, device insertion was difficult. An 0.018" guidewire (gw) was inserted and a micropuncture sheath (non-arstasis) was used to pre-dilate the artery. The gw removal, the arstasis latchwire was inserted into the left common femoral artery and the micropuncture sheath removed. The axera device was then attached to the latchwire and the procedure proceeded as planned until sheath insertion. Multiple attempts to insert a 6f sheath (non-arstasis) were performed without success despite a small incision and blunt dissection of the superficial tissue. After another unsuccessful attempt using a 4f introducer (non-arstasis), a micropuncture sheath and introducer were again used to pre-dilate the artery. Following an exchange of the gw and the introducer with a standard 0.035" gw, the micropuncture sheath was removed and the 6f sheath inserted over the 0035" gw. Manual compression was maintained during device exchanges. The procedure proceeded as planned. At the end of the procedure (2.5 hours), a less than 6 cm hematoma was noted (lateral to the access site) prior to sheath pull. Thirty minutes prior to sheath pull, act measured 270. Following sheath pull, the radiologic technologist held the groin for 10 minutes and achieved hemostasis. A less than 6 cm hematoma that remained was expressed. A pressure dressing was applied to the site and the patient transferred to the recovery unit. The patient, likely due to medications, became nauseated and vomited. No hematoma was noted. The patient was placed in a 45 degree position at 35 minutes post hemostasis. Again, there were no signs of hematoma. Two hours later, the patient was found to have developed a less than 6 cm hematoma. The nurse immediately began holding pressure/expressing the hematoma, and applied a pressure dressing. The patient was admitted. In the middle of the night, the patient ambulated 90 degrees and voided. After voiding, the patient complained of left groin tenderness. The nurse immediately placed the patient in bed and expressed a less than 6 cm hematoma. The next morning, arstasis learned that the patient had developed a hematoma overnight and her hemoglobin and hematocrit dropped. Ultrasound revealed the pseudoaneurysm (~2.5 cm), which was treated with thrombin injection. The physician attributed the pseudoaneurysm to the patient vomiting. The patient was discharged on (B)(6) 2014 and recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU) was reviewed. Per the indications for use section of the IFU, "aexra is indicated for use in patients undergoing diagnostic femoral artery catheterization producers using 5f or 6f introducer sheaths." Use of various sheaths may have contributed to the formation of the hematoma, however, hematoma and pseudoaneurysm are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU describes required steps sufficiently and no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The probable root cause for the reported pseudoaneurysm is the patient vomiting. The root cause for the reported hematoma, based on available information, is unknown.